Manufacturer narrative:
The investigation determined that higher than expected vitros na+ and k+ results were obtained when testing a non-vitros biorad quality control fluid on two different vitros 5600 integrated systems (j1 and j2). The investigation determined the most likely assignable cause of the higher than expected na+ and k+ results on both vitros 5600 systems is a suboptimal calibration. The cause of the suboptimal calibration cannot be identified, but is likely due to the preparation of calibrator kit 2. Historical vitros na+ and k+ quality control results indicate acceptable performance prior to the calibration event on (B)(6) 2019. In addition, the quality control results were acceptable after the customer restored the calibration on both systems prior to the calibration event (B)(6) 2019. There was no evidence to suggest a malfunction of either vitros 5600 system, vitros na+ reagent lot 4219-0992-0748 or vitros k+ lot 4102-0988-7360 contributed to the event. No patient results were reported during the time frame of the event. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical support center (tsc) because higher than expected vitros na+ and vitros k+ quality control results were obtained after a calibration event when processing a non-vitros quality control fluid on two different vitros 5600 integrated chemistry systems. J1 (56003150) vitros na+ results 187.34, 184.6, 184.8, 189.01, 195.1, and 190.13 mmol/l versus expected na+ result 118.9 mmol/l. J2 (56003156) vitros na+ results 183.1, 181.1, 181.2, 194.7 188.1 210.6, 189.9, 190.8, and 184.2 mmol/l. Versus expected na+ result 118.9 mmol/l. J1 vitros k+ results 4.24, 4.22, 4.23, 4.28, 4.53, 4.39 mmol/l versus the expected k+ result 2.60 mmol/l. J2 vitros k+ results 4.17, 4.09, 4.10, 4.92, 4.43, 4.45, and 4.18 mmol/l versus the expected k+ result 2.60 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no allegation of patient harm as a result of this event. This report is number 1 of 3 MDR¿s for this event. Three (3) 3500a forms are being submitted for this event as 3 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).